Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that an attempt was made to use the device for the lesion, but the balloon ruptured at 6 atmospheres upon first inflation; therefore, the device was replaced with another of the same device. There were no patient complications.